Event description:
On march 26, 2008, the lay-user/pt contacted lifescan (lfs) alleging that one touch ultra 2 meter is having calcode issues (meter is not coded with the correct calcode). On april 7, 2008, this medical affairs specialist contacted the pt via a language line svc (spanish) to obtain more info. The pt tests her blood glucose once every other day and takes amaryl (diabetes oral medication). After the reported issue first occurred in 2008, the pt could not test his blood glucose. The pt was taking her usual diabetes medication of amaryl (2 pills of 4 mg) after the reported issue began. At an unspecified date and time, the pt developed symptoms of "dizzy and very blurred vision." In addition, eight days later, the pt went into the dr's office for a routine visit. The pt was tested on a dr's/clinic's meter at "300 mg/dl" and was given insulin (unspecified type and dose). The pt indicated that after the dr's visit, her diabetes medication regimen was changed. However, the pt was not able to provide the dose and type of diabetes medication, as she does not have her medication with her at the time of the call. During troubleshooting, the reported issue was resolved with training. This complaint is being reported as an adverse event, because the pt claimed, she experienced symptoms that can be associated with hyperglycemia and was treated with insulin after the reported issue began. Replacement prods were sent to the pt.